Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Patient reported she stopped using her therapy in her last trimester because was a ¿high risk¿ pregnancy. The patient last tried to charge in 2013 but it would not work. A loss of therapy was reported. Patient was recommended to talk to their physician regarding a possible ins replacement. Additional information was received. Health care professional reported the patient¿s device had not been working/non-functional since 2013 and stated they need a battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.